Event description:
It was alleged by the customer that a communication break down lead to the device toppling, during unloading process at an ER with a patient aboard. There is no claim of faulty equipment. A CT scan was provided to the patient with no additional findings or injury. The customer alleged that an internal investigation, and a corrective action plan has been completed, and presented to appropriate parties.